Manufacturer narrative:
It is unknown if the device was returned to olympus for evaluation or service, as there was no specific model and serial number provided. The cause of the reported event could not be determined. As part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facilities reprocessing practice and to provide a reprocessing training if necessary. To date, the ess visit has not been finalized. The filing of this report is not an admission that the device caused or contributed to the reported event.

Event description:
Olympus received a legal document on march 24, 2017 alleging that a patient underwent an endoscopy procedure with a contaminated duodenovideoscope (model and serial number unknown) at loma linda hospital and medical center. As a result, the patient suffered injuries. After a few weeks, the patient was admitted at (B)(6) medical center for dehydration. No bacterial test was done on the patient. The patient was released. After an unspecified amount of time, the patient continued to vomit and have bouts of diarrhea and eventually collapsed. The patient was readmitted at loma linda hospital where the patient was resuscitated and then fell in a coma. The patient was diagnosed with bacterial pneumonia. It was alleged that the patient was in the hospital for a month and was discharged.

Manufacturer narrative:
This supplemental report is being submitted to provide the olympus endoscopy support specialist (ess) findings. The ess provided a reprocessing in-service at the user facility on april 20, 2017. No reprocessing deviations were noted.